Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 459 mg/dl and 364 mg/dl. The customer was treated with pen. Th customer had symptoms such as dizziness. The customer allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer was using auto mode. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.